Manufacturer narrative:
B3: unknown; no information has been provided to date. E: full phone number: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump's cassette was not applicable. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair. Service history review identified this device has not been in for service in the previous 12 months and there was no indication the complaint was related to previous service of the device. Visual evaluation found moderate bubbling of the downstream occlusion (dso) seal and a probable defective dso sensor. Event history log confirmed event, but the cassette not attached error could not be duplicated. Unable to determine probable cause of primary problem. Preventively replaced dso sensor.